Event description:
It was reported that during a fistula angioplasty procedure, a balloon ruptured and a shaft break occurred. The physician attempted to use a 8.0x40x75cm mustang balloon catheter to angioplasty the totally occluded fistula of iliac. The balloon ruptured in the middle circumferentially at 20 atms and fragmented at the sheath. The tip with half of the balloon stayed on the wire. It took an extra hour to snare the wire and floss it, but the physician still could not remove it after upsizing to a 10f sheath. Eventually all fragments were removed with a snap directly out of the fistula after tourniquet stopped flow. The patient status was ok but the fistula at dialysis had severe vasospasm at night. Another procedure was performed successfully to treat the fistula with a non-bsc balloon the next morning. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in three sections as a result of a break at the lapweld site and 7mm proximal to the distal edge of the tip end. Examination of the returned device revealed the shaft was severely stretched. A complete balloon circumferential tear had occurred at 2.5cm distal to the proximal edge of the proximal balloon sleeve. As a result of the break in the shaft and the stretching that was evident, the markerband had detached. One markerband was present inside the bunched up proximal section of the balloon and the other markerband was positioned on the returned guidewire. It is clear from the condition of the stretched shaft and also the fact that a break had occurred in the shaft, that excessive tensile force was applied to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a fistula angioplasty procedure, a balloon ruptured and a shaft break occurred. The physician attempted to use a 8.0x40x75cm mustang balloon catheter to angioplasty the totally occluded fistula of iliac. The balloon ruptured in the middle circumferentially at 20 atms and fragmented at the sheath. The tip with half of the balloon stayed on the wire. It took an extra hour to snare the wire and floss it, but the physician still could not remove it after upsizing to a 10f sheath. Eventually all fragments were removed with a snap directly out of the fistula after tourniquet stopped flow. The patient status was ok but the fistula at dialysis had severe vasospasm at night. Another procedure was performed successfully to treat the fistula with a non-bsc balloon the next morning. No further patient complications were reported and the patient's condition was stable.